Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4)

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the received problem description. Service report and ventilator's log files were not provided. No additional information is available at this point and the current status of the ventilator is unknown.

Event description:
Manufacturer's ref. #: (B)(4).